Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested med records and investigations are pending. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt was diagnosed with peritonitis, on (B)(6) 2014. Limited info was provided for this safety report.